Event description:
It was reported the patient had multiple issues occur during the procedure and coded. An angiojet zelante catheter was used in an iliofemoral thrombolysis procedure. Tissue plasminogen activator (tpa) was administered to the right iliac, femoral, and inferior vena cava (ivc) and left to dwell for 20 minutes. Up to this point in the procedure the patient experienced some leg pain, but was otherwise asymptomatic. Following 180 seconds of thrombectomy, the patient experienced bradycardia, became non responsive with a weak pulse, and coded. Cardiopulmonary resuscitation (CPR) was then initiated along with intubation, administration of epinephrine (epi). The patients pulse and spontaneous breathing returned. The patient was sent for a CT (computed axial tomography / computed tomography) scan which revealed the patient had small pulmonary embolisms diffusely in the lungs and right heart strain. The patient has undergone further catheter assisted thrombolysis (ekos) and penumbra thrombolysis with good result. The patients current status was noted to be well recovered.